Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating the device required svc due to a broken/bent nose-tube. The device was not being used during surgery. It is unk if there were injuries or medical intervention. There was no additional info provided.